Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the port where the hard plastic is touching the bag. The leak was discovered during preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: brand name. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.